Manufacturer narrative:
Trackwise ID (B)(4)the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that when they pulled the hemopro2 extension cable off the generator, the connector broke off. This was discovered after the endoscopic vein harvesting procedure. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : discarded